Manufacturer narrative:
Correction: please retract this report 2017865-2023-93782, the same event was previously reported as 2017865-2023-93474.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with a right ventricular lead that exhibited over-sensing. No changes or intervention was reported. The patient condition was unknown. No further information was reported on this event.